Event description:
A laser tech reported the system stopped during a treatment at 12% complete. The laser tech contacted technical support regarding how to proceed. The laser tech performed a gas change, then shot the first 12% of the treatment on plastic and then the balance of the treatment was applied to the pt's eye. The pt was seen at one day post-op and was reportedly healing well, with no issue. The surgeon indicated he does not expect any adverse outcome issues and declined to provide pt records.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).